Manufacturer narrative:
This is a supplemental report. Please add the new information to the record that was reported under 2017865-2009-02220.

Event description:
New information notes that the lead was capped on (B)(6) 2009.